Event description:
Heartmate ii lvad pump stop for few seconds then self corrected, changed pm and cable, happened again 24 hours later, change system controller and has not repeated stop for last 24 hours have returned system controller to MFR for eval. Dates of use: (B)(6) 2016. Diagnosis or reason for use: end stage heart failure. Event abated after use stopped or dose reduced: yes. Is the product compounded: no. Is the product over-the-counter: no.